Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to it. Blood glucose level was not adversely impacted, not exceeding 500 mg/dl. Technical support provided the caller with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further malfunctions occur.